Manufacturer narrative:
The dräger service technician on site investigated the device and determined the root cause. It could be identified that the plug had been cut off and an aftermarket hospital grade plug had been installed on the cord. This unauthorized modification led to intermittent contact of conductors which caused the ac power loss and thus led to the reported shut down of the ventilator. This interruption is accompanied with an audible alarm and the emergency breathing valve opens allowing for spontaneous breathing. As soon as an ac line is present again, the ventilation is continued with the previous settings. No patient consequences have been reported. The modification of the power plug is not permissible according to the IFU of the evita 2 dura and thus the power cable needs to be replaced.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator shut down two times and audibly alarmed. No patient injury was reported.